Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review and hardness was reviewed as part of this investigation. One broken tap f/cortex screws ø 3.5mm was returned for investigation. The broken off tip approx. 13mm, was not returned for investigation. The review of the device history records revealed that this part was manufactured in september 2014 according to the specifications. All parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The raw material certificate as well as the hardness parameters were checked at the time of manufacturing with no issues documented. Hardness was measured at the time of the manufacturing for 1.4112 (spec. 510 ¿ 720 hv10) with no issues documented. Dimension (outer diameter) measured 3.48mm (spec 3.5mm 0/-0.1mm on the returned tap and found to comply with the specifications. Further dimensions could not be verified due to the damage incurred. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 22.sep.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Regarding to the used (B)(4) material to manufacture the article in question, according to the material certificate attached the (B)(4) material is according to specifications. Regarding to the hardness of this article (311.320), was tested during manufacturing in the step ¿hardness testing¿ however was no documented, due to in the time of production for that lot 9078059, there was inspection sheet available. This lot was manufactured previously (september, 2014) to the release of the inspection sheet. Nowadays the hardness is documented through the inspection sheet which was released on october, 2016. Finally, the DHR review showed that there is scrap documented, but this scrap is not related to the hardness step due to took place steps before the testing step. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a distal tibia fracture on (B)(6) 2017, the tap for 3.5 mm cortex screws broke. Surgeon was tapping the bone for insertion of the lag screw is the distal tibia when the tip of the tap broke. The fragment was retrieved. It was noted patient had good bone quality. Surgery was completed with a delay of approximately 5 minutes. This report is for one (1) tap for 3.5 mm cortex screws this is report 1 of 1 for com-(B)(4).